Event description:
The pump was returned for investigation. Investigation revealed that there was contamination on the keypad button contacts. This report is made based on results of investigation completed on 02/23/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the keypad was found to be peeling from the base. All of the keypad buttons were responsive, but contamination was found on the button contacts.